Manufacturer narrative:
H3: the device, tyvek envelope, stylette, two clamps, and one clip were returned in a plastic sleeve (non original packaging). Upon receipt, no traces of contamination were observed on the device. However, the shaft area between the inner and outer hubs was observed to be bent. The inner assembly rotated freely by hand with no binding. The device was loaded into a handpiece and operated in oscillating mode up to 7,500 rpm; however, excessive wobbling was observed during functional testing. Furthermore, the inner assembly was removed from the outer assembly, and inspection confirmed that the inner shaft was bent near the distal end of the inner hub. Striations were also noted in the bent area of the shaft. The device failed functional testing due to its defective condition upon return and the inability to operate properly. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, during sinus surgery, the blade was found to be loose after installation, suspected to be internally damaged. It worked normally after being replaced with a new one. There was no patient involvement.